Event description:
The patient reprotedly hit their head while playing. Sound processor reportedly stopped working. The patient was seen at the center for device evaluation. Testing confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.